Event description:
I recently switched to the omnipod system. And it has been terrible multiple low events, pod errors, uncontrollable highs and lows. Head and muscle pains from the huge variations in blood sugar. Poor communication from the company. Also after getting close to dying multiple times (saw visions while out and everything. That's what I determined to be close to dying) I started reaching out to the company with complaints. I talked to some corporate people but the issue was nobody was able to fix it so I kept trying to find somebody else within the company cause I don't want to die. They have blocked me from their instagram, their 800 number and trying to email no responses. Now they are forwarding everything to my doctor and now she wants to quit on me because of my responses to them. When only trying to figure out why I keep having huge variations in blood sugars 400 highs and 40 lows and cannot stop or change it. I have been suspended and the pod kept pumping. That one was pretty scary. So many issues I would have to go through the emails to show y¿all. Lab tests are at the hospital.